Event description:
Jet lavage used for total knee revision failed to work, another jet lavage was used but also did not work. Both lavages made noise but did not move any fluid. Both also had the same lot #.